Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2020-30444. Related manufacturer reference number: 1627487-2020-30447. It was reported one of the patients leads had migrated. As a result, surgical intervention was undertaken during which the lead was explanted. All of the patients leads are being reported as it is unknown which lead migrated.